Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia powered handle. Analysis of system logs shows multiple evidence of fpga reset/reprogram failures. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. The root cause of the observed condition is the result of a software error. A review of the device history record indicates this product was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The evaluation detected an unreported condition of damage to a non-critical electrical component. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, upon inspection, the handle powered up and display showed red circle with exclamation point. Another handle was used to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident device found that the power pack software uses fpga for motor controls. When the fpga is unable to reset/reprogram, motor controllers cannot function making motor movements impossible.